Event description:
Pt called back stating they are still having the same issues since being sent the rtm. Pt states will shut down, stick and freeze. Pt states she resets and at times will just spin and never start advancing to charge. Agent sent request to repair for controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed : recharge antenna failure. No device found message. Recharger antenna got hot at donut end, after running it. Scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated their controller needed to be repaired or replaced. Patient clarified the controller would get stuck circling around when trying to charge the implantable neurostimulator (ins) and wouldn't charge, so patient would have to reset controller. Patient also said the controller and paddle would get too hot and shut off or wouldn't charge the implantable neurostimulator (ins). Patient said the issue started about 2 months ago and had gotten worse. Patient also said they had to reset the controller several times to get the controller to work. Patient inspected controller port but did not see any damage. Patient then inspected recharger and said the cord was fine but it looked like one end of the pins was shorter than the others. The issue was not resolved. No symptoms were reported. A replacement recharger was sent out.

Manufacturer narrative:
Product type recharger product ID 97745, serial# (B)(6): product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please disregard previously reported programmer product ID 97745 lot# serial# (B)(6) as that this is not a concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.